Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.5/1.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "t1201572 the first ticl is in the vertical position." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
B5 - corrected to " the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.5/1.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a same length lens placed in the vertical position due to excessive vault. The problem was resolved. The cause of the event was reported as unknown." In the initial MDR. Claim # (B)(4).